Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) analysed the system and confirmed the reported issue. After reviewing the system, there is software issue. Upon troubleshooting, fse found that the issue was caused by corruption of the main control computer¿s software (suite pc software). To resolve the issue, the fse reinstalled the software on the suite pc. Philips initiated a field safety corrective action for the software issue. After repair completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.